Event description:
A customer reported that the pump's quick bolus/wake button was difficult to press and required multiple presses to activate the pump screen. There was no information provided regarding any impact on the customer¿s blood glucose levels. Technical support instructed the customer on a technique to effectively press the button, but the issue persisted. Customer reverted to an alternate method of insulin therapy.